Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient is not receiving adequate therapy due to autoreduction and invalid impedances. In turn, the rep attempted to troubleshoot and reprogram the patient but was unsuccessful. As a result, the patient may undergo surgical intervention at a later date.